Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer worked through the issue by initially attempting to resolve the drawer fault but traced the problem back to the power supply. The fse left the site to retrieve a replacement power supply from storage and returned with it, then installed the new power supply and rebooted the station. Upon reboot, all devices and drawers came online and recovered successfully, after which the customer performed an inventory and confirmed the drawer was functioning without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had multiple drawers were failed and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.